Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv lead noise during clinic routine follow up was observed. Noise was reproducible with isometrics. A decreased rv lead sensitivity was performed. The lead was explanted and replaced on (B)(6) 2019. There were no patient consequences.

Manufacturer narrative:
External insulation abrasion was noted at 8.2 cm to 8.6 cm from the connector pin consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.